Manufacturer narrative:
The insulin pump was received with blank display due to broken battery spring in the battery tube.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer reported that the battery compartment spring was damaged. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.